Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of leakage around the cannula with an infusion set that suggested smaller doses also pinched up the skin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6005331 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples buid-umd version 11 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi ver 41 test on reference samples, 1 out of 10 samples was found with bent ypsomed connector needle. The other 9 samples were found within specifications. Functional test according to with wi version 10 test on reference samples, 1 out of 10 samples does not passed the flow test due to ypsomed connector needle is bent. The other 9 samples passed the flow test. Functional test according to with wi version 44 test on reference samples, 1 sample does not passed the leak test due to ypsomed connector needle is bent. 2 samples leak through the plastic part of the ypsomed connector. The other 7 samples passed the leak test. A batch record review was conducted resulting in the following: the lot 6005331 was manufactured according to the document (B)(4) version 68 on in the line l171 on 16/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in tw against malfunction code leakage from infusion site (specific cause not identified) and lot 6005331, no other complaint has been registered in the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm, no non-conformance (nc) raised during production, 2 complaints were created due to the failures found in reference samples (2056136 & 2056137) no further actions are required for this case.

Event description:
To date no additional patient or event details have been received.